Manufacturer narrative:
Issue identified during pretesting. No patient contact. Replacement probes used to complete the case.

Event description:
Four probes frosted up the shaft during pretesting. Used other probes to complete the case. Complaint 2 of 4.